Event description:
On 04/23/2007, at 2055, the ge innova 2100iq cath lab system failed, and lost fluoro, and record during a ptca case for an acute myocardial infarction pt. The system would not reboot and the pt needed to be transported to another cath lab within the hospital.